Manufacturer narrative:
(B)(6). (B)(4). The lot was manufactured september 12, 2017 - september 13, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported problem could not be verified from a photograph; a functional test must be conducted on the actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during patient infusion. The folfusor was full after being connected to the patient for seven (7) days. It contained 3500mg fluorouracil diluted with 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.